Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the t20 screwdriver shaft (part # 279702050, lot # gm3953401) was received at us cq. Upon visual inspection, it was observed that the distal tip (drive feature) of the device was twisted. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end-of-life indicators for the device. No breakage was observed on the device. Conclusion: the complaint was not confirmed for the received device as no breakage was observed on the device. After a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for t20 screwdriver shaft was conducted identifying that lot number gm3953401 was released in two batches. Batch1: lot qty of (B)(4) units were released on oct 08, 2013 with no discrepancies. Batch 2: lot qty of (B)(4) units were released on oct 17, 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: part returned. Initial reporter is j&j company representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, a review of the device history records has been requested and is currently pending completion as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date. Upon inspecting the kit found these instruments with a broken tip. The instruments were not being used in surgery. There is no patient involvement. The procedure outcome is unknown. This complaint involves five (5) devices. This report is for one (1) t20 screwdriver shaft. This report is 5 of 5 for (B)(4).